Event description:
New information notes the patient initially presented for a follow up in clinic after feeling twitching in her arm on the pacemaker side on the right. A device download was performed to restore the device from back up vvi. The patient was stable following the changes.

Manufacturer narrative:
Further information was requested but has not yet been received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that backup vvi operation was observed on the pacemaker.